Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its lcd touchscreen being intermittently black was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd cable. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device would intermittently have a black lcd touchscreen when powered on. There was no patient involvement associated with the reported event.